Event description:
It was reported in manufacturer report # 1644487-2012-00029 that a vns patient had a history of seizures and began to have an increase in seizures following implant of the vns lead and generator. The pt reportedly went to the physician and met another pt with similar issues. This report is to address the pt with similar issues as noted in manufacturer report # 1644487-2012-00029. The original pt's report indicated he or she experienced hoarseness and passing out after seizures; however, it is unk if the "similar issues" includes these events as well as the increased seizures. It is unk if any interventions have been taken. This information was reported to the FDA in april 2010; however, it was not believed that this event had been passed on to the manufacturer. Attempts for further information are not possible as the pt and physician information were not available.

Manufacturer narrative:
Initial reported listed the event as a "serious injury" however it is a "malfunction". The information has been corrected in this report.